Manufacturer narrative:
A maquet field service tech examined the device. He could duplicate the failure and found that under heavy traction the lock disengages and traction is lost. The MFR has asked the customer to send the defective device for exam. A f/u report will be submitted once additional info is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
The maquet operating room table yuno otn was used together with the extension device 1433.62a1. The pt was on the operating table in full traction for a hip arthroscopy. After approximately 30 minutes into operation, the locking mechanism on the traction device spontaneously released and the pt seemed to jolt. Traction was regained to finalize the surgery. No injury or adverse effects to the pt were reported. (B)(4).